Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging asthma (new or worsening), heart attack, copd and respiratory failure. In addition, the patient also alleged respiratory tract irritation, dizziness, headache, hypersensitivity, persistent cough and shortness of breath. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on 16 oct 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging asthma (new or worsening), heart attack, copd and respiratory failure. In addition, the patient also alleged respiratory tract irritation, dizziness, headache, hypersensitivity, persistent cough and shortness of breath. No medical intervention has been reported. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed, and complaint was not confirmed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was four error code found. The third-party service center concludes that there was no visible foam degradation and unit corrected. Section g and h updated in this report.